Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. It is unknown if this occurred prematurely. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.